Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted to local hospital with suspected cerebral vascular accident (cva). Symptoms were over twenty-four (24) hours prior to hospital presentation. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that the patient was admitted to local hospital on (B)(6) 2014 with suspected cerebral vascular accident (cva). Symptoms were over twenty-four (24) hours prior to hospital presentation. Of note, at month three (3) clinic visit on (B)(6) 2014, inr was 1.8, due to missed dose. Patient was transferred to another hospital on (B)(6). On (B)(6) 2014, per neuro consult his nih score was '0'. He has some residual vision disturbance when he looks to the far right, otherwise all symptoms have resolved. It was further states that the patient does not have atrial fibrillation. It was stated that the patient was discharged on (B)(6) 2014. No additional information available.